Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that a cartridge did not fit onto the pump. Reportedly, the customer would load a cartridge and resume insulin delivery. Customer¿s blood glucose level was 384 mg/dl.